Manufacturer narrative:
The complaint sample was not returned for evaluation and the lot number has not been provided. Medical information obtained indicates treating doctor did not attribute patient¿s event to product. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported swelling and burning in both eyes after using product. Doctor¿s office representative stated that treating doctor diagnosed patient with dry eye syndrome and blepharitis in both eyes. Patient was prescribed pred forte and recommended to use artificial tears and a lid scrub. Representative indicated both conditions typically resolve on their own but that the medication prescribed was designed to assist in the patient¿s healing process. Doctor recommended patient return for follow-up visit with any recurring or worsening symptoms. Patient did not return. Representative stated that treating doctor did not attribute patient¿s event to a particular product. Additionally, representative stated that it is typical for their office to have a record of contact lens solutions utilized within their patient files and that there is no indication that patient was using this product at the time of the event. Patient is recovered.